Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the unit was displaying a bad substrate and was displaying a b30 scope communication error. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope's substrate was not good and the unit was displaying a b30 scope communication error. There was no patient involvement during this event.